Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling in the absence of button press. The customer's blood glucose was 182 mg/dl. The insulin pump may have been exposed to perspiration. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.